Manufacturer narrative:
Device evaluation summary: visually the inserter and the threaded shaft where received tied together with a label and string and once the string was removed the items where not jammed together. Visual and optical examination confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fracture with no indication of torsion or fatigue. There is a sheer lip that is consistent with bend stress overload. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp via manufacturing representative regarding patient with unknown indication for spinal therapy. Patient demographics: gender: female. It was reported intra-op, the inner threaded shaft was stuck inside the interbody inserter handle. There were no patient complications as a result of this event. Patient status: alive-no injury device status: with hospital, return status to be determined. No further complications reported regarding event. Additional information received. It was reported that the procedure involved was an l1-l4 and l5-s1 olif procedure. Products come in contact with the patient. No further complications reported regarding event.